Event description:
It was reported that the patient underwent a revision procedure to replace a lead that the physician assessed was not in an optimal location. The patient was stable and recovering well post operatively.